Event description:
The report we received from the e-cypher database indicated that, this male pt presented to the hosp with unstable angina, and underwent a multivessel percutaneous coronary intervention (pci), including a cypher stent implantation in the mid left anterior descending (lad) artery. Eighteen days after the procedure, the pt suffered a thrombotic event and expired. Regarding the index procedure, the pt had two non-cordis stents deployed in non-overlapping fashion in the first obtuse marginal (om). Another non-cordis stent was placed in the distal lad. The 3.0 x 18mm cypher was placed in a de novo lesion of the mid lad. The lesion was described as non-tortuous and non-calcified with no thrombus and was 15mm in length. The lesion was predilated with a 20mm balloon and the stent was deployed at 11atm. The pt was on aspirin and plavix prior to, during and after the procedure, however, stopped the plavix after discharge.

Manufacturer narrative:
The product is distributed outside the united states, however, it is similar to the us product. Add'l info will be provided within 30 days from receipt.